Event description:
Boston scientific crm received information that this newly-implanted implantable cardioverter defibrillator (ICD) was associated with a report of atrial oversensing that resulted in pacing inhibition during post-implant follow-up for this pacemaker-dependent patient. The calling boston scientific field representative reported the oversensing occurred when the system sensitivity was increased. A boston scientific technical services consultant (ts) reviewed a faxed episode electrogram (egm) and discussed the apparent oversensing of intrinsic atrial beats on the ventricular channel, and the possibility of the right ventricular (rv) lead having pulled back. The representative reported all lead measurements were stable, and near or close to their implant values. Ts discussed reprogramming to a less sensitive setting, or rv lead repositioning. It was reported that there were no adverse patient effects.

Manufacturer narrative:
The representative subsequently reported that defibrillation threshold testing (dft) was repeated the following day at a less sensitive setting, with good sensing and no report of pacing inhibition. This report will be updated if additional information is received. Additional information received that this device has been in service with no adverse effects. Defibrillation threshold (dft) test was recently performed to assess sensing. It was also discussed that there had been t wave oversensing. No adverse patient effects were reported. This implantable cardioverter defibrillator (ICD) was electively explanted and replaced with a new cardiac resynchronization therapy defibrillator (crt-d).